Event description:
Chest tube inserted, connected to chest drainage unit, apparently set up properly. No improvement in pt condition; pneumothorax unchanged. Chest drainage unit changed, immediate improvement, lung re-expanded.